Event description:
It was reported the cystonephrofiberscope exhibited the outer black plastic sheath and the upper end of the device was torn. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.